Manufacturer narrative:
Block h6: impact code f2301 is being used to capture the reportable event of additional device required. Device code a150101 is being used to capture the reportable event of failure to deploy.

Event description:
It was reported on february 02, 2025, to boston scientific corporation that an overstitch suture cinch failed to deploy. During the procedure the overstitch suture cinch failed to deploy. Graspers were used to remove the peek plug from the cinch off the needle body so they could close and remove safely from the patient. There was no patient complications reported as a result of this event.